Event description:
The customer reported that the system would not boot up. The patient was involved but no patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated however overload faults and heat error messages were found. The tube was regreased and arc testing was performed. The system was tested and found to be working as intended and put back into service.